Event description:
Reportable based on device analysis completed on 24-oct-2022. It was reported that stent deployment failure occurred. The stenosed target lesion was located in the mildly tortuous and non-calcified carotid artery. An 8.0-21 carotid wallstent was advanced for treatment but could not be deployed after reaching the position. The procedure was completed with another of same stent. No patient complications were reported, and patient status was stable. However, returned device analysis revealed outer shaft break.

Manufacturer narrative:
Device evaluated by MFR: carotid wallstent monorail 8.0-21 was received for analysis. The device was received with the stent mounted in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft and severe shaft kinking. A visual and tactile inspection identified a complete break of the outer shaft in the area of the guidewire port. The shaft of the device was also found to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device.